Manufacturer narrative:
Complaint conclusion: while flushing a 7mm x 40mm precise pro rx self-expanding stent (ses) delivery system, part of the stent was found released and the device could not be used. As a result, the device was not used in the patient and an 8mm x 40mm precise pro rx ses was used as a replacement. The device was stored, handled, and prepped per the instruction for use (IFU) and there was no damage to the device packaging. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no reported injury to the patient. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed at one metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device is fully deployed. The stent was not retuned for analysis. The hemostasis valve was returned open. The hypotube presented a curved condition. No other outstanding details were observed. The usable length was measured and dimensional analysis result were found within specification. Functional test was not performed due to the unit was returned fully deployed. However, the mechanism was inspected simulating the deployment process and no anomalies were observed. A product history record (phr) review of lot 18084960 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) ~ deployment difficulty - premature/during prep¿ was not confirmed due to the unit was returned fully deployed and the dimensional analysis was found within specification. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Per the instructions for use (IFU) ¿preparation of stent delivery system- caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ procedural and or handling factors such as the user¿s interaction with the device during device preparation may have led to the reported event. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18084960 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while flushing a 7mm x 40mm precise pro rx self-expanding stent (ses) delivery system, part of the stent was found released and the device could not be used. As a result, the device was not used in the patient and an 8mm x 40mm precise pro rx ses was used as a replacement. There was no reported injury to the patient. The device was stored, handled, and prepped per the instruction for use (IFU) and there was no damage to the device packaging. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device will be returned for evaluation.